Event description:
The article "the relevance of right ventricular function and dimension in patients undergoing transcatheter tricuspid edge-to-edge repair" was reviewed. The article presented a retrospective multi center study, to evaluate the impact of rv dysfunction and dilation on clinical outcomes in patients undergoing transcatheter tricuspid edge-to-edge repair (t-teer). Devices mentioned include mitraclip, triclip, pascal. The article concluded that *conclusion*. [The primary author and corresponding author was *** at x institution with corresponding email **. The time frame of the study was 2016 and 2023. A total of 2191 patients were included in this study, of which an unknown amount received an abbott device. The average age was 78 years with the majority sex being women. Comorbidities included primary tricuspid regurgitation, secondary tricuspid regurgitation, mixed tricuspid regurgitation, dyslipidemia, diabetes, copd, coronary artery disease, prior myocardial infarction, atrial fibrillation, heart failure medication (mra, ras, beta blocker, diruetic). Peri and post-procedural complications included death, heart failure hospitalization, and off label use.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including primary tricuspid regurgitation, secondary tricuspid regurgitation, mixed tricuspid regurgitation, dyslipidemia, diabetes, copd, coronary artery disease, prior myocardial infarction, atrial fibrillation, heart failure medication (mra, ras, beta blocker, diruetic). Complications reported included death, heart failure hospitalization, and off label use; these complications are anticipated for the procedure and subject population. The reported off-label use was associated with utilizing a mitraclip on the tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date estimate b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the relevance of right ventricular function and dimension in patients undergoing transcatheter tricuspid edge-to-edge repair.